Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "late edema," "malar was hardened," and "mild pain" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. ¿ indurations or nodules at the injection area.

Event description:
Healthcare professional reported their patient was injected with 2 syringes of juvéderm¿ voluma¿ in the ¿malar, zygomatic, and groove area.¿ approximately ¿a year and a half" later, patient reported experiencing edema on their face. Patient was examined and healthcare professional observed that the ¿malar was hardened¿ and confirmed it was a ¿late edema.¿ patient also complained of ¿mild pain.¿ an antibiotic and corticoid were prescribed and patient improved; however, ¿sometime later,¿ the patient returned with edema. Healthcare professional then treated the patient with hyaluronidase, which solved the problem.